Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, there was no suture present on the posterior needle. The device was removed over a guide wire and a second proglide was used to achieve hemostasis. There were no reported patient adverse effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.